Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the reported error was observed on the error log, however pa was unable to reproduce failure in test. When the test strips were tested for performance with control solution, an error 4 was observed with no assignable cause found. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.